Event description:
A cook endoscopy peg 24 balloon replacement gastrostomy tube was placed in the patient. After the tube was placed, the patient developed gastrointestinal bleeding. Four weeks after tube placement, the patient was admitted to the medical facility with abdominal pain. An esophagogastroduodenoscopy (egd) was performed and a posterior gastric ulcer opposing the balloon was observed. Hemorrhage at the ulcer site was observed. The balloon replacement tube was removed and replaced with a button bumper type tube at the same site. This removal of the balloon replacement tube, and placement of a button bumper tube resulted in complete healing of the ulcer four weeks later. This was confirmed via follow-up esophagogastroduodenoscopy (egd). This information was obtained from a medical article in a journal. The authors of the journal articles are: s. Mahadeva, c.j. Chua, a. Malik, k.t. Chin, r. Jeyasingam - department of medicine, faculty of medicine. The date of publication is 2007. The cook facility was made aware of this article approximately 2 years ago by a physician, but the information communicated at that time did not allege a product deficiency. A different physician discussed the article with cook on 7/23/2009 and confirmed the allegation of product deficiency. The article and information related to the product deficiency was provided to cook endoscopy by cook on 8/4/2009. The title of the article is "latrogenic gastric ulceration in patients with percutaneous endoscopic gastronomy feeding." The physician's commentary in the article identifies the ulceration of the posterior wall of the stomach after peg placement as iatrogenic (inadvertently induced by the physician or medical treatment/physician). The physician also indicate the design of the gastrostomy tube replacement balloons are believed to have an etiological role.

Manufacturer narrative:
We could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on the this review, this report represents an unusual occurrence. The likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. The information provided indicated the balloon replacement tube remained in place approximately four weeks when a bleeding ulcer was identified. The instruction for use for the peg balloon replacement tube recommend the replacement of the balloon replacement tube every 29 days or at the discretion of the healthcare provider. Hemorrhage is listed in the instructions for use as a potential complication associated with placement and use of a balloon placement gastrostomy tube. The instruction for use warn the user not over inflate the balloon and also indicate that feeding into an over inflated balloon may result in damage to the gastric mucosa. Prior to distribution, all peg balloon replacement tubes are subjected to an inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. This report involves a known complication and an inherent risk of the procedure. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no further action is warranted at this time. This report represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.